Event description:
It was reported that during a da vinci s myomectomy procedure, while using the harmonic ace instrument, the harmonic ace insert accessory broke and fell into the patient. The accessory fragment was retrieved and the surgery was completed successfully. No patient harm, injury or adverse outcome was reported.

Manufacturer narrative:
The harmonic ace insert accessory has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. If additional information is received, a follow-up MDR will be submitted. As of (B)(4) 2012 there have been no reported recurrences of the issue at the hospital.